Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device will not stay on for 15 seconds after battery change. It was also reported the device will not continue to pace when the battery is removed. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification, the device failed battery removal amplitude testing. It was also noted that the upper case was dented, the lower case, side bail covers and ring cover were broken, and the battery release was sticky. Further analysis was performed on the main pcb. This analysis confirmed the failure caused by two capacitor component failures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.